Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have sore throat. The patient did receive medical intervention in the form of prescription for antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to sore throat. The patient did receive medical intervention in the form of prescription for antibiotics. The reported event of sore throat. This event is assessed as not related to the device in this case.based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. Nor is there any report of medical intervention required or received to preclude a life-threatening injury or permanent impairment. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section b7 updated in this report.

Manufacturer narrative:
Additional information was received on nov 09 2024, and section h10 should be reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have sore throat. The patient did receive medical intervention in the form of prescription for antibiotics. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.